Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The pump and cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly inspected and analyzed. One of the cylinders exhibited wear at folds in the middle and distal sections of the cylinder; there was complete separation of the cylinder body on the proximal end due to wear. Leakage testing found the cylinder also had a leak from wear on the proximal end. The second cylinder exhibited wear at folds in the proximal, middle, and distal sections but passed leakage testing. Inspection of the pump noted the kink resistant tubing (krt) was worn to the filament, but no leak was present. The reported cylinder hole and device mechanical issue were confirmed. Based on the results of this investigation, it was determined that component failure was the most probable cause of the reported event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The pump and cylinders were explanted and replaced. No patient complications were reported.